Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventralight st on (B)(6) 2010 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and ventralight st on (B)(6).2010 and/or (B)(6).2017. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6).2010 ¿ patient was diagnosed with reducible ventral hernia thereby underwent robotic repair with implant of composix l/p mesh (device #1). Per operative notes, ¿ hernia defect was noted and sac was reduced into the abdominal cavity. A composix l/p mesh (device #1) was placed, sutured and tacked.¿ (B)(6).2015 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of mesh (device #1) and implant of synthetic mesh. Per operative notes, ¿ the hernia sac in midline was encountered and old mesh (device #1) was seen disconnected from anchoring sutures. The mesh was excised and adhesions were lysed. The fascia was closed with sutures and synthetic mesh was placed and secured to fascia and then sutured and tacked.¿ (B)(6).2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralight st mesh (device #2). Per operative notes, ¿ the hernia sac and seroma cavity was encountered, the sac was reduced and adhesions between bowel and abdominal wall were lysed and seroma cavity was closed with sutures. A ventralight st mesh (device #2) was placed into the abdomen and sutured.¿